Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens in the patient's eye. The lens was returned in biohazard bag. No further information available. Multiple attempts to contact reporter have been unsuccessful.

Manufacturer narrative:
The lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic torn and bent and clear residue on lens. (B)(4).

Manufacturer narrative:
No similar complaints were reported for units within the same lot. (B)(4).